Manufacturer narrative:
The pump communicated properly with the test one touch meter. The test value of 140 from the meter was properly displayed on the pump screen. No meter communication anomaly was noted. The pump passed the displacement, rewind, basic occlusion unexpected restart and self tests. All operating currents were within specification. The off no power alarms functioned properly. No motor error alarms were noted. The pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The motor was tested outside of the device and it passed. The pump had minor scratches on the display window, a scratched case, a scratched reservoir tube window, a cracked reservoir tube lip and a scratched keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer's reading was 1200 mg/dl, but was 474 mg/dl during the call. The customer stated that the meter was wrong, and it was showing 200 mg/dl when the customer was really 1200 mg/dl. The customer was wearing the device at the time of admission. The customer was treated with an insulin drip. The customer stated the cause was diabetic ketoacidosis. The customer performed troubleshooting and had a motor error alarm during rewind. The customer was unable to rewind the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.